Event description:
A customer reported experiencing multiple cartridge alarms over the past two weeks, which were verified in the pump history. The issue involved alarms 20a and 30a occurring at various times on specific dates. The customer's blood glucose level was high at some point due to the issue, but no specific value was available. In response to the elevated blood glucose level, the customer administered a correction injection via multiple daily injections and attempted various solutions, including reloading, cleaning, refilling, and replacing cartridges, each of which successfully resumed insulin delivery. The technical support advised reporting issues as they occur for better assistance, and the customer acknowledged this advice. Ultimately, the issue was resolved with no assistance from third parties.